Manufacturer narrative:
The incorrect date received by manufacturer was submitted in the initial report. The date received by manufacturer has been corrected. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device bearings and cable were damaged. The device also failed pretest for loctite and cable assessment, motor thermistor assessment, no short circuit between phases and connecting body (42), no short circuit between hall sensor and connecting body (42), no short circuit between 5vdc line and connecting body (42), no short circuit between sensor gnd and connecting body (42) and hand piece temperature assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the motor device was smoking during preparation. There were no delays in the surgical procedure as an identical spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.